Event description:
It was reported that this right ventricular (rv) lead was not implanted during implant procedure as the physician thought he damaged the outer insulation with a needle. A new lead was successfully implanted as replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an outer insulation tear 41 centimeters (cm) from the terminal end and a slight deform in the outer coil. This type of damage likely occurred during the implant procedure.

Event description:
It was reported that this right ventricular (rv) lead was not implanted during implant procedure. A new lead was successfully implanted as replacement. No adverse patient effects were reported. Additional information was received. It was clarified that the outer insulation was violated.